Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported during after insertion of the stem a hairline fracture in the calcar at the medial apex of the stem was discovered. A cable was utilized and the surgery was completed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. According to the operative notes on (B)(4) 2015; a small hairline fracture in the calcar at the medial apex of the stem was noted after femoral stem insertion. The entire neck was exposed and the fracture was followed, which was just a couple of mm to its endpoint which was noted to be proximal to the lesser trochanter. The stem had excellent stability, but for increased security, a kinamed cable was used. According to the follow-up visit notes on (B)(4) 2015, the patient is overall doing well without obvious complication. Radiographs of the operative hip and pelvis reveal well-positioned components without evidence of loosening or failure. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.